Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results of "just under 500" mg/dl and either 224 mg/dl or "something in the 290's" within 10 minutes. No adverse event was reported. Strips are not available for return, replacement sent.